Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 80-year-old caucasian female who underwent a breast augmentation revision with a 250cc mentor memorygel breast implant experienced right-sided silent rupture post procedure. The CT-scan diagnosed the issue. As a result, patient underwent replacement with unspecified mentor silicone prosthesis on (B)(6) 2022.

Manufacturer narrative:
Additional information received on september 26, 2022 indicated that the patient was diagnosed with bakers grade 4 capsular contracture on (B)(6) 2022. The patient had a CT performed on (B)(6) 2022 that showed probable right breast implant rupture. She is unable to get an MRI due to a pacemaker. She had a fall prior to rupture and capsular contracture issue. Patient underwent right-sided capsulotomy, and replacement of the right side with (B)(4), sn:(B)(6) . The postoperative result indicated that the right side was intact. Therefore pc rupture is removed from patient code. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation completed on october 24 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 250cc breast implant had a crease/fold on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Mentor concluded that the capsular contracture in the patient´s breast resulted from the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).